Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching while the patient was on the scale. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller, seven batteries seven batteries and two controller ac adapters were returned for evaluation. One battery and one controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapters revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving another battery and a power adapter. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on seven batteries in accordance with the requirements under fsca cvg-18-q4-19 on 09-nov-2018. A power source lubrication procedure had been performed on different battery in accordance with the requirements under fsca cvg-18-q4-19 on 01-oct-2018. A different battery had been lubricated prior to release. A power source lubrication procedure had been performed on another controller ac adapter in accordance with the requirements under fsca cvg-18-q4-19 on 15-jan-2019. There is no evidence the lubrication servicing was performed on two controller ac adapter. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. . Additional product: d4: (B)(6) d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (b)( d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: (B)(6) d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: (B)(6) d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: cac212598 d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: cac212137 d10: yes, return date: 27-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: cac212138 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: one controller, eight batteries and two controller ac adapters were returned for evaluation. One controller ac adapter was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapters revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat756155 and a power adapter. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on bat756153, bat756154, bat756155, bat756156, bat756157, bat756158, and bat756160 in accordance with the requirements under fsca cvg-18-q4-19 on 09/nov/2018. A power source lubrication procedure had been performed on bat756156 in accordance with the requirements under fsca cvg-18-q4-19 on 01/oct/2018. The battery bat852272 had been lubricated prior to release. A power source lubrication procedure had been performed on cac212598 in accordance with the requirements under fsca cvg-18-q4-19 on 15/jan/2019. There is no evidence the lubrication servicing was performed on cac212137 and cac212138. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Additional product updates: battery - bat852272 h3: yes dev rtn to MFR? Yes, return date 05-oct-2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that another battery and controller ac adapter were exhibiting power switching. The controller, the new additional battery and controller ac adapter were all exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. B5: newly received information indicated that the controller was exchanged, another battery and another controller ca adapter were exhibiting power switching and were exchanged. Additiong the new serial numbers for the two previous reported controller ac adapters. D4: expiration date: 13-aug-2019 / serial #: (B)(6) h4: mfg date: 13-aug-2018 d4: expiration date: 20-jul-2019 / serial #: (B)(6) h4: mfg date: 20-jul-2018 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1403us / catalog #: 1403us / expiration date: unk / serial #: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: unk h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020/ serial #: (B)(6) UDI #: (B)(4)md10: no h4: mfg date: 16-dec-2019 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. B5:newly seven batteries and two ac adapter were exhibiting power switching and were exchanged. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6), UDI #: (B)(4),d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6), UDI #: (B)(4), d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6), UDI #: (B)(4), d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6), UDI #: (B)(4),d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6),UDI #: (B)(4), d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6), UDI #: (B)(4), d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019/ serial #: (B)(6), UDI #: (B)(4), d10: no h4: mfg date: 02-aug-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1403us / catalog #: 1403us / expiration date: unk / serial #:unk UDI #: (B)(4),d10: no h4: mfg date: unk h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1403us / catalog #: 1403us / expiration date: unk / serial #:unk UDI #: (B)(4), d10: no h4: mfg date: unk h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is reopened and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven batteries and two controller ac adapter were exhibiting power switch and were exchanged.

Manufacturer narrative:
###A supplemental report is being submitted as investigation summary was revised. Updated section: serial# (B)(6)h6:FDA method code(s):b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 updated product event summary: one (1) controller (con406274), eight (8) batteries (bat756153, bat756154, bat756155, bat756156, bat756157, bat756158, bat756160, ba t852272) and two (2) controller ac adapters (cac212598, cac212137) were returned for evaluation. One (1) battery (bat756159) and one (1) controller ac adapter (cac212138) were not returned for evaluation. Various analyses were conducted and reviewed in order to ev aluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapters revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned cont roller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold- plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed that bat756159 was not in use within the analyzed period. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat756155 and a power adapter. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on bat756153, bat756154, bat756155, bat756156, bat756157, bat756158, bat756160 and bat756159 in accordance with the requirements under fsca cvg-18-q4-19 on 09/nov/2018. A power source lubrication procedure had been performed on bat756156 in accordance with the requirements under fsca cvg-18-q4-19 on 01/oct/2018. The battery bat852272 had been lubricated prior to release. A power source lubrication procedure had been performed on cac212598 in accordance with the requirements under fsca cvg-18-q4-19 on 15/jan/2019. There is no evidence the lubrication servicing was performed on cac212137 and cac212138. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, con406274 and the associated power sources falls within the scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-aug-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a07075 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another battery was exhibited power switching. The battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a momentary disconnection between the controller and a battery. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the associated power source in accordance with the requirements under fsca cvg-18-q4-19 on 09-nov-2018. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event can be attributed to a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.